Event description:
Pt in pulmonary edema. Intubated on ventilator in ICU. Vent settings simv 10, tv 700, enhale tv 770 fi02 45%. Actural resp rate, was 10 non-assisting the vent. Resp tech heard heater alarm and entered pts room and found pt had extubated self, low insiratory pressure alarm of 10 cm h20 and low exhaled volume of 200 cm h20. Alarms were both set, but did not sound the alarm. Pt's inspiratory effort while extubated and low o2,sao2 of 60. Pt reintubated and placed on new vent.